Manufacturer narrative:
(B)(4). Date sent: 2/5/2024. Additional information was requested and the following was obtained: was a leak test performed? Unsure if so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Unsure how many days postoperative did the leak occur? Unsure how was the leak identified? Unsure what was observed at the site of the leak upon reoperation? Unsure how was the leak addressed? Unsure were there any issues experienced with the device in the initial surgical procedure? I do not believe so. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Unsure were there other contributing patient factors? Please explain. Unsure how was the leak controlled? Unsure was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unsure.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2024. B3: exact event date unk, entered 1/1/2023 as only the year was provided. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than leaking (malformed staples, staple line missing staples, etc.)? Nothing noticed that I am aware of. How was the leak controlled? Unsure. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Unsure how the post op leak was managed.

Event description:
It was reported that during a laparoscopic sleeve procedure, there was leak following the usage of the device. No further details were provided. No patient consequences reported.